Manufacturer narrative:
Detailed product information was not provided to boston scientific (bsc). Nevertheless, we made a good faith effort to obtain the necessary details. Due to the absence of certain specific product information, we are unable to furnish those particular details at this time. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the wire could not removed from the monorail port. The stenosed target lesion was located in the common carotid arteries. An unknown filterwire was selected for use. Prior to the procedure, considerable resistance was encountered while trying to advance the stent along with the filter wire. Despite multiple attempts, the wire could not be retracted from the monorail port, leading to the necessitating the discontinuation of the products use. This issue occurred outside the patient. The procedure was completed using with another the same device. There were no patient complications as a result of this event.